Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a loss of connection between the transmitter and the receiver. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed and the test passed. Voltage testing was performed and the test passed. Functional testing was performed and the test failed. The share data log was received from the patient; a review of the data log confirmed a loss of signal. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.